Event description:
Information was received indicating that this ventilator's alarm was not working. No adverse patient effects were reported.

Manufacturer narrative:
One pneupac® parapac® ventilator was received in good condition. The reed alarm was not functioning due to being damaged. The electronic alarms were not functioning due to corrosion on the battery compartment cover tabs. The o2 indicator, and the alarm reed were replaced. The device passed all functional tests after this change.